Event description:
The manufacturer received a voluntary medwatch (mw-5155113) in which the patient alleges that have been diagnosed with sleep apnea. Patient also alleges to have contacted their sleep doctor and was told it was a potential manufacturer defect with heating plate. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device information has been updated in this report. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, box d, g, h has been updated/ corrected.